Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
A report was received from a customer in the USA stating that an 840 ventilator had an unresponsive touch screen while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.